Manufacturer narrative:
Device code 1304 was used to capture the reported event of center image lost. A fuse c38 colonoscope - s was received for analysis. A functional evaluation was performed and found that the image flickers when the scope is angulated. The ccd (charge coupled device) on distal tip was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to a defective ccd. Therefore, the most probable investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed, and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - s was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the middle screen of the scope went off when the knob was turned. The patient's anatomy was not visible on the center image when the middle screen went off. Another fuse c38 colonoscope - s was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - s was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the middle screen of the scope went off when the knob was turned. The patient's anatomy was not visible on the center image when the middle screen went off. Another fuse c38 colonoscope - s was used to complete the procedure. There were no patient complications reported as a result of this event.